Manufacturer narrative:
Results: the pet lock was slightly stretched but not broken at the proximal end of the pusher assembly. The pusher assembly had bends and kinks approximately 21.0 cm, 66.5 cm, 96.0 cm, 132.0 cm and 135.0 cm from the proximal end. The embolization coil had offset coil winds on the proximal end of the coil. The embolization coil was intact with the distal detachment tip (ddt) of the pusher assembly. Conclusions: evaluation of the returned smart coil revealed offset coil winds on the proximal end of the embolization coil. This coil damage likely contributed to the resistance experienced during the second attempt to place the subject coil. The coil may have become slightly damaged during the first attempt to place the coil and would likely not be noticed upon retraction. During functional testing, the smart coil was able to be advanced out of its introducer sheath with noticeable resistance. The embolization coil was found to be detached from the ddt of the pusher assembly. The detachment of the coil was likely incidental to the reported complaint and occurred during functional testing of the returned device as it was not identified in the reported complaint. The pet lock was slightly stretched which may have contributed to the detachment during testing. Further evaluation revealed bends and kinks along the pusher assembly. These damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully advanced a smart coil into the target location; however, it was removed because the physician did not like how it fit. The physician then successfully placed a new smart coil in the target location and while attempting to re-insert the first smart coil, the physician was unable to advance the smart coil out of its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using additional smart coils. It was reported that the proximal end of the smart coil was damaged; however, it is unknown when the damage occurred. There was no report of an adverse effect to the patient.